Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a backup battery fault alarm was not confirmed. The system controller (serial number (B)(6)) was not returned for analysis, and no log files were provided. Available information for this event indicates that the system controller was exchanged to resolve the issue, and that the system controller is currently retained with the customer at this time. The root cause of the reported event was unable to be conclusively determined through this analysis, and a corrective action was initiated to address the issue. Review of the device history record for the system controller, serial number (B)(6), showed the device was manufactured in accordance with manufacturing and qa specifications the heartmate 3 patient handbook section 5 ¿alarms and troubleshooting¿ and the heartmate 3 lvas instructions for use, section 7 ¿alarms and troubleshooting¿) instructs users on how to identify and respond to alarms that sound from their controller, including backup battery fault alarms. The heartmate 3 patient handbook section titled "emergency contact list" cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. The current revisions of the patient handbook and instructions for use (IFU) can be found on the eifu page of the abbott website. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient experienced an emergency backup battery (ebb) fault alarm. The ebb was exchanged, which did not resolve the issue. The system controller was exchanged which resolved the issue. There was no adverse patient impact due to this event.